Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated the alarms have been occurring since august of 2014. The customer declined to troubleshoot and requested a replacement insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.